Manufacturer narrative:
Device component code is related to device problem code for the problem of needle detachment. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed..

Event description:
It was reported to boston scientific corporation that a capio¿ slim was used during an anterior repair vault suspension procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the capio dart broke off the suture in the capio cage. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned capio slim revealed that the cage is bent. The carrier is able to extend and retract without issues. A functional evaluation deploying a suture could not be performed due to the cage condition. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that a capio slim was used during an anterior repair vault suspension procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the capio dart broke off the suture in the capio cage. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.